Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the third firing, on the fourth clip the jaws started sticking together. The surgeon was shaking the device to get the jaws open. The surgeon continued to fire the device to complete the case with the jaws sticking. The jaws would pop open after slightly shaking. There was no patient consequence.